Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio then conducted functional and performance testing of the device and passed. The unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device locked up during an event. Medical personnel advised that they had to cycle power in order to restore function. As a result, defibrillation would have been delayed or prevented, if it were necessary. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.